Manufacturer narrative:
Internal report reference number: (B)(4). Lancing device was not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to obtain further details and to ensure that the initial concern was resolved - able to establish contact with customer who stated he had received medical intervention as a result of using the lancing device. Customer stated he had gone to the hospital as well as his doctor. Customer stated the event had occurred one month prior. Customer stated he had attempted to use the lancing device a few time but that it is difficult to open. Customer was concerned the product is dangerous. Customer stated he is no longer using the product and declined a replacement. Note 2: manufacturer received the medwatch report referencing the system, test, blood glucose, over the counter (nbw), however after confirming with the customer the issue was with the lancing device product, which was included inside a blood glucose monitoring meter kit but no defect is alleged with the blood glucose monitoring system (nbw).

Event description:
Consumer complaint was received through FDA's medwatch program (mw5109895). Customer reported that the lancing device had been difficult to open. Customer reported when opening the lancing device the needle had stabbed his left forefinger causing bleeding. Customer reported his finger was still throbbing and that he was having arm pain. Event description - medwatch: I requested through medical doctor to obtain a glucometer. I picked my glucometer from (B)(6) on (B)(6). Even though I was eligible to obtain a unitouch, (B)(6) substituted their brand. When I was trying to open the pen to eject or remove needle, it was so hard to open. When I pulled pen to open the needle deeply stabbed my left forefinger. Lot of blood came and I saw (B)(6). The finger is still throbbing and I am having arm pain. FDA safety report ID # (B)(4).